Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported her insulin pump fell out of her pocket when she was in the restroom and it the floor. Customer's blood glucose was 205 mg/dl. Customer reported the device did not have any physical damage. Customer was advised to check drive support cap and customer stated it appeared normal. Self test was performed and device failed because it alarmed motor error. Customer was advised to discontinue use of the device. Troubleshooting for motor error was also performed. No further information reported.